Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer cannot get syringe plunger sensors to work properly with a 3ml syringe. No patient injury was reported.

Manufacturer narrative:
Additional information was received and attached on 15 august 2022: the issue did not occur during infusion, and the event date was updated. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals broken, the plunger flippers were not fully seated, and there was a cracked on the right plunger case. No other signs of external damage. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. The investigation found syringe plunger not in place at syringe test with 3ml syringe. After correctly resetting the timing plates the 3ml syringe was recognized. The plunger flippers weren't fully seated due to incorrectly assembled timing plates by the customer. For corrective action, the timing plates were correctly reset. The root cause of reported problem was traced to customer and improper assembly of the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.